Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported having "pins and needles" sensation in the right leg since (B)(6) 2016. Stimulation was therefore decreased from 4 volts to 2 volts. Three days later, the issue still persisted. The patient was redirected to their healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when she spoke with the manufacturer, they did not seem aware of the side effect of pin/need sensation. The patient was asked to speak with her doctor. Her doctor told her that this side effect is "impossible" and could not occur. He did recalibrate the device, however. She did not find any relief with this and made an appointment with her primary care physician (pcp). He informed the patient that she had severe inflammation. She was told to put ice over the incisions for several days. She had done this, which had helped decrease the pins and needles; however, not completely. The pcp suggested she take steroids for a week to decrease inflammation, as he believed this had caused her nerves to move against the bone, causing them to pinch and constrict, which could cause numbness, tingling, etc. The patient hoped the steroids would help, although her doctor/urologist continued to state that she should not be in pain at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.